Event description:
It was reported that the customer's insulin pump screen was damaged. There are cracks coming out the corners of the customer's insulin pump screen. She reported her blood glucose level to be 58 mg/dl. The customer was advised to disconnect from the pump and revert to her back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).